Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that every other atrial beat during an atrial arrhythmia was falling in absolute blanking period or not being sensed. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.